Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated that they were having problems getting a dose of their pain medication. The patient stated that when they got up this morning, they saw a circle with an arrow in the middle to deliver a bolus and when they tapped on it the screen froze and they weren't able to get a bolus. The patient said they have had one bolus today and haven't had anything since. The patient mentioned that they had been "hurting so bad" today. Patient services walked the patient through restarting the application and the patient confirmed that they were able to connect to the pump and deliver a bolus. The patient also mentioned that sometimes it took a long time to deliver a bolus where it would pause at 91 percent, but would get connected. The patient confir med that this was the first time this had happened where the screen froze. The troubleshooting steps that were taken on the call resolved the issue. The patient also provided the pain clinic that they were seen at. Additional information was received from the patient and company representative. The patient reportedthe logs were sent via email. The patient stated it hadn't gotten better since their initial call. The patient stated their myptm app continues to freeze at 91% for more than 30 seconds. The patient stated they had 6 boluses a day and usually only used 5 of them, but are needing to use all 6. The patient reported if they close their myptm app after use, it takes even longer to connect after they close it out. Additional information received from a patient indicated that the cause of the screen freezing/pausing at 91% was not determined. The patient further reported that there wasn't any diagnostics/troubleshooting performed. The patient also noted that no steps were taken and the issue wasn't resolved. The patient stated that it still did it with every use. The software version was also provided as 1.0.1124.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.